Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye and with a microscope did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign matter was observed in a polyflux 210h dialyzer. The foreign matter was observed prior to treatment. There was no patient involvement. No additional information is available.